Event description:
It was reported that the device was powering down on its own. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. All four battery pins in the device were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed battery pins; however, the reported failure was not duplicated. The pins functioned properly on a mock-up device. No discrepancies were observed. Further root cause of the reported failure was not determined.